Manufacturer narrative:
Analysis of the ins and extension (B)(4) respectively) found no evidence of anomalies. The lead was not returned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the cause of the high impedance issue was unclear.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3095-10, serial# (B)(4), product type: extension. Product ID: 3093-28, lot# j0504306v, implanted: (B)(6) 2005, product type lead. (B)(4) applies to the lead. (B)(4) applies to the ins. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that during implantable neurostimulator (ins) replacement surgery there were high impedances encountered. The patient had been receiving adequate therapy prior to the replacement, but an impedance test could not be conducted prior to surgery with the old ins because the battery was depleted. The representative stated that there was no trouble inserting the lead and that the extension when into the ins1 ok and the physician had wiped down the extension and that connections were secure. Impedances were tested at 4v and 300pw and impedances were greater than 4000 ohms on everything with case, 0-2, 0-3, 1-2, and 1-3. The representative stated that the physician did not want to do motor testing, the representative stated that they would try changing out the extension. The ins1 was then replaced (ins2) and the high impedances still did not resolve. The physician did not know if the patient had fallen or damaged the lead in any way. The impedances were checked a total of five times , the physician did not check the lead as the patient had not signed consent for lead replacement and the patient was not in proper position. The ins2 was left in place and another surgery would be scheduled to assess the lead and replace the lead if need be. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.